Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Reportedly, the customer's foot was injured. Customer consumed carbohydrates to address bg. Customer alleged the cause of the low bg was that the control iq software did not function as intended. Upon review tandem technical support found that the control iq feature was working as intended; however customer did not acknowledge this information and continued to allege that the control iq software did not function as intended. The customer reverted to an alternate method of insulin therapy, and the pump was replaced to maintain customer satisfaction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.